Event description:
It was reported that there was lead warning. Low pacing impedance was noted. The lead had a known insulation problem and was programmed to unipolar in 2010. A lead revision will be scheduled. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the right ventricular lead had unacceptable thresholds. The lead was capped and replaced.

Event description:
It was reported that there was lead warning. Low pacing impedance was noted. The lead had a known insulation problem and was programmed to unipolar in 2010. A lead revision will be scheduled. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.